Manufacturer narrative:
Investigation summary: organ failure: the cause of the injury was not determined due to insufficient clinical details. Hemolysis/mechanical interaction with blood: suspected hemolysis with hemolyzed labs. The cause of the issue was not established as no product or logs were returned for analysis. Product damage (anticontamination sleeve): clinical reported rp flex repositioning sleeve detached from bottom ring. The cause of the issue was not established as no product was returned for analysis. Device history lot device lot : 1967107. Device history batch subcomponent lot : n/a. Device history review the pump sn 620361 passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella pr flex for mechanical circulatory support. It was reported that is was suspected hemolysis, increasing creatine ((B)(6) 2025 2.6, (B)(6) 2025 2.0) and lactate dehydrogenase (ldh) ((B)(6) 2025 lab hemolyzed, (B)(6) 2025 ldh 400s). Patient being started on continuous dialysis for failure to adequately diuresis with medications and persistent central venous pressure in the 20s. It was further reported that the rp flex repositioning sleeve detached from bottom ring, creating breech in sterility. The pump was explanted the following day and the patient survived.